Event description:
It was reported that five of syringe 1ml ll w/o dn experienced damage to the unit package/seal, breaching the sterility. Noted prior to use. The following information was provided by the initial reporter: material no. 309628, batch no. 7321512. The packaging appears to be the end of a manufacture production batch and had red & silver tape on both sides of the paper part of packaging. The red colored tape creates an unsealed gap in the syringe packaging rendering it non-sterile.

Manufacturer narrative:
Investigation: one photo and four 1ml syringes in mostly sealed blister packs confirmed to be form batch 7321512 (p/n 309628) were received and evaluated. It was observed there was supplier splicing tape on the top web of the blister pack. Metallic tape was on the outside and red tape was on the inside of the packaging preventing a proper seal from forming on all the packages. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the open seal defect is associated with the packaging process. The detection system for top web splicing placement is susceptible to dust build up with no defined process to maintain proper function.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that five of syringe 1ml ll w/o dn experienced damage to the unit package/seal, breaching the sterility. Noted prior to use. The following information was provided by the initial reporter: material no. 309628 batch no. 7321512. The packaging appears to be the end of a manufacture production batch and had red & silver tape on both sides of the paper part of packaging. The red colored tape creates an unsealed gap in the syringe packaging rendering it non-sterile.